Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose and insulin pump had stuck button alarm. The customer¿s blood glucose level was 25 mmol/l. Customer stated that did not press a button down for 3 minutes or longer. Insulin pump was not exposed to altitude. Troubleshooting was done for stuck button alarm. Customer stated that blood glucose went up to 25 mmol/l due to not being connected to the insulin pump since them customer reconnected old pump and correction with insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.